Manufacturer narrative:
H.6. Investigation: one photo and one video was received by our quality team for evaluation. Upon visual inspection of the video it was observed that there is leakage from the injection port due to the valve having moved when a drug was injected from the cannula hub. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve moving. CAPA#1379444 was initiated.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: in terms of patient harm, another cannulation was necessary. This may seem to be minimal, but this was a patient with a background of breast cancer on the contralateral side with challenging veins. If she goes on to require ongoing venous access during this healthcare episode she is more likely than an average patient for this to have to be central. There was both blood and fluid leakage. She was receiving total intravenous anaesthesia, and if this had gone un-noticed would have been very high risk of accidental awareness under anaesthesia - she would have been awake, but paralysed during major abdominal surgery. She would also have been receiving inadequate doses of antibiotics, increasing her risk of infection. Alternatively, if anaesthetised using a volatile anaesthetic (gas) she may have received inadequate doses of vasopressor, resulting in critically low blood pressure and harm I¿m afraid. In the recent similar episode we¿ve had, with the same cannula type, the leak didn¿t occur until the surgery had commenced, and the hand was hidden under the drapes. It was discovered because of close monitoring and clinical diligence.

Manufacturer narrative:
Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: in terms of patient harm, another cannulation was necessary. This may seem to be minimal, but this was a patient with a background of breast cancer on the contralateral side with challenging veins. If she goes on to require ongoing venous access during this healthcare episode she is more likely than an average patient for this to have to be central. There was both blood and fluid leakage. She was receiving total intravenous anaesthesia, and if this had gone un-noticed would have been very high risk of accidental awareness under anaesthesia - she would have been awake, but paralysed during major abdominal surgery. She would also have been receiving inadequate doses of antibiotics, increasing her risk of infection. Alternatively, if anaesthetised using a volatile anaesthetic (gas) she may have received inadequate doses of vasopressor, resulting in critically low blood pressure and harm I¿m afraid. In the recent similar episode we¿ve had, with the same cannula type, the leak didn¿t occur until the surgery had commenced, and the hand was hidden under the drapes. It was discovered because of close monitoring and clinical diligence.